Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had message of stopped delivery. The customer's blood glucose value was 235 mg/dl. The insulin pump was not working even if she get rid of the alarm it will come up again. Even after rewinding insulin pump the error will come back. The insulin pump will not be returned for analysis.